Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that since implant, the patient would receive a jolt when they would go in and out of security gates at stores. It was described as being similar to a ¿real quick jolt into their foot.¿ the patient stated that they had since been turning their stimulation off before walking through. It was recommended that they follow up with their healthcare provider to check the device. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
See also manufacturer¿s report # (B)(4) for the other issues with the patient. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient again reported that they got a ¿real quick jolt¿ in their foot. They further stated that the implanted device was ¿sending surges all the way down to her foot so that her feet are grabbing on the floor and it was continual, so she had to turn her device off completely so she wasn¿t having those issues¿. There were no further complications reported or anticipated.